Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effects of embolism, numbness and surgical procedure are listed as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: patient code - 2100 removed.

Manufacturer narrative:
Exemption number e2019001. The device was reportedly discarded. Investigation is not complete. A follow-up report will be filed with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was achieved with two proglide devices using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the sheath was upsized to 14f and the tavr procedure was completed. The two preplaced sutures achieved hemostasis. Approximately one hour, post-procedure, there was no pulse in the leg. The leg was feeling numb and tingling. The patient was sent for vascular surgery where an embolectomy was performed. There a reported clinically significant delay in the therapy. No additional information was provided.